Event description:
Plate broke and was removed.

Manufacturer narrative:
The plate was evaluated by the MFR and an independent metallurgist. There was no evidence of any ihherent metallurgical or mfg abnormalities that could have contributed to the fracturing.